Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 24 and deactivation occurred at pulse 34. A rotational sensor error was present in the data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and programmed to deliver a 5-unit bolus. An 0x42 alarm and rotational sensor errors were present in the reset data. The needle mechanism deployed during the reset run. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour.. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.